Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was positioned at 1 mm on the non-coronary cusp and 8 mm on the left coronary cusp. The delivery catheter system (dcs) was given some forward push and the valve dislodged to 20 mm+ below the annulus while the valve was being deployed. The valve was released deep in the left ventricle. Subsequently, a second 29 mm transcatheter bioprosthetic valve was implanted successfully valve-in-valve. No further adverse patient effects were reported.